Manufacturer narrative:
(B)(6). Complaint conclusion: the device was discarded and not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint could not be confirmed without return of the device for analysis. The root cause of the failure to detach could not be determined, and based on the information provided, it is not possible to determine what factors may have contributed to the event. Since the same detachment control box and connecting cable were used to complete the procedure, it is unlikely that these devices contributed to the detachment failure. There was no evidence to suggest the event was related to a manufacturing issue, therefore, no corrective actions will be taken at this time. This is an initial/final MDR.

Event description:
During coil embolization of the patient¿s right iia, the physician was able to successfully place the presidio 18 coil (pc413093330/c12497) into the target aneurysm; however, the coil could not be detached. This was the first coil used for the procedure, and a cross-over approach had been taken. The coil was withdrawn and replaced with another coil, and the procedure was successfully completed without further issues. The dcb and cable were not exchanged. There was no patient injury/complications reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU, and the constant flush had been maintained at all times. There was no report of any electrical check error. Prior to use, no defect (kink, bends, etc.) Was noted on the product by visual inspection, and no damages were reported on the other devices after the event. Furthermore, no unintended detachment of the coil was observed in either the vessel or in the microcatheter. Since the complaint product has already been disposed, it is not available for evaluation. No further information is available.